Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a philips remote service engineer and during the evaluation the device failed a pressure verification system pre-test. The blower cuts out while being tested was also noted. The technician recommends replacing the blower assembly and system board to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a philips remote service engineer and during the evaluation the device failed a pressure verification system pre-test. The blower cuts out while being tested was also noted. The technician recommends replacing the blower assembly and system board to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed. New information: the trilogy ev300 ventilator was evaluated at the UK bench for a failed pressure verification test, and the failure was confirmed. During the evaluation, the system board was replaced due to a suspected driver issue, but the issue was not resolved. Next, the technician replaced the blower assembly and the issue was resolved. The original system board was reinstalled back into the device. Additionally, an error code in relation to (the voltage output of the fio2 sensor railed to minimum value.) Was recorded in the device event log unrelated to the reported malfunction. The customer will replace the fio2 senor to address the issue. A performance verification passed with a test fio2 sensor and customer battery. The software was upgraded to 1.06.15. A final performance verification was carried out, and the device passed all testing. The system meets the specification for the performed service and is returned to use.